Event description:
Rn noted small leak in blood tubing after 15 minutes of monitoring patient during administration of blood. Additional information obtained from the site: the patient had no issues. He was discharged after next unit of blood. Staff indicated on the package front that the leak occurred just above the leur-loc part. No model number on packaging. The device itself was not saved, only the packaging.